Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals are intact. The device was observed to be in good physical condition. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing an accuracy test was performed. After three accuracy tests were performed the reported problem was unable to be duplicated. No problems were found with the fluid delivery of the pump. No action needed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in july, 2023 and there was no indication the complaint was related to previous service of the device. B3: date of event is unknown, no information has been provided to date.

Event description:
It was reported the device exhibited a failed accuracy test, low. Patient involvement is unknown.